Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "gcm received a call on (B)(6) from mr. (B)(6) in which stated that a pump audibly alarmed and showed the message "error 2"; call technical support after the pump was blocked. Mr. (B)(6) stated this happened during patient use, but did not cause harm or adverse event. Mr. (B)(6) stated that the patient was a female, diagnosis: renal failure, the patient died 15 days ago due to septicemia which caused multi-organ failure, but this is not related to this pump and event, there was no autopsy done and there is no information about the doctor who determine the cause of death. Mr. (B)(6) stated this event was orally reported by the nurse on duty, but her name and contact details are not available. Mr. (B)(6) stated that when the event occurred they changed the pump and continued therapy with no delay. Mr. (B)(6) stated he does not know the exact event date, this occurred between the last week of (B)(6) and the first week of (B)(6), but will try to find out and send it by email along with the hospira awareness date and the pump's reference number. Mr. (B)(6) stated that this pump was already sent to (B)(4) for repair and requested the reference number is sent to this email. Pump treatment information: pca mode, only bolus, bolus on demand with push-button, 1ml morphine, type of drug:morphine, human harm: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): pump audibly alarmed and showed the message "error 2: call technical support."